Event description:
Needle appeared to fail, become clogged [needle issue] , needle appeared to fail, become clogged (second episode) [needle issue], no adverse event [no adverse event] . Case narrative: this initial spontaneous report concerns adverse event of needle issue, needle issue (second episode) and no adverse event in 62-year-old male patient (race were not reported) from the united states. The patient's age at the time of experience was 62 years. On 04-may-2026, amneal pharmaceuticals received information from nurse via an email concerning above mentioned adverse events with amneal's risperidone for extended-release injectable suspension. The patient was being treated with risperidone for extended-release injectable suspension, 50 mg/vial (lot no: ap250592, exp. Date: 30-nov-2027) (dose, frequency, route and therapy date not reported) for an unknown indication on (B)(6) 2026. Co-suspect, concurrent conditions, concomitant medication, medical history, history of procedures, history of allergies, history of smoking, alcohol consumption and recreational drug use and laboratory tests were not reported. On (B)(6) 2026, while administering injections to the patient the needle appeared to fail/become clogged. Nurse had to change to a larger gauge needle to finish administration. Last action taken with risperidone in relation to needle issue, needle issue (second episode) and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of needle issue, needle issue (second episode) and no adverse event was unknown. The reporter did not provide the causality of needle issue, needle issue (second episode) and no adverse event with risperidone. This case was considered as serious. The reportability of this case was expedited.

Manufacturer narrative:
This is default text configured for block h10.